Event description:
It was reported by a nurse that during routine cataract surgery with intraocular lens implant, the patient's posterior capsule ruptured. Cause of the event was not determined. Surgery was subsequently completed without further complication.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. The iol was observed to be cut in 2 pieces across the optic and had one broken haptic. In follow-up with the account we were not able to determine the definitive cause of this event, however we do not believe it is associated with the manufacturing process. Prior to release, the lens met all manufacturing specifications. Will continue to monitor and trend all reports received. All information available is contained in this report.